Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery (lad) with moderate calcification and moderate tortuosity. The 1.50x12mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion; however, the hypotube became separated in two pieces, outside the patient. Therefore, the bdc was removed from the patient without issue. There was no adverse patient effects and no clinically significant delay in the procedure. The procedure was completed with another unspecified balloon. No additional information was provided.